Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history found cassette not attached properly alarm. Functional testing was performed and device failed downstream occlusion test by testing over 27 psi. Unable to duplicate the cassette not attached properly alarm. The probable cause primary problem was unknown. Replaced the downstream occlusion (dso) sensor, dso bezel, dso seal, battery door, keypad, and labels. Device passed all verification tests after repair.